Event description:
Caller reported a malfunction on pump, identified as malfunction code 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, advising the caller to use alternate insulin therapy in the meantime. Customer was informed that the replacement pump would come with updated software, and instructions were given on how to store and return the faulty pump, as well as how to set up and program the new one, which the caller acknowledged.